Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reset pump to clear the alarm and pump therapy was resumed.